Event description:
It was reported that the patient experienced a high blood glucose after self-treating a prior low with four glucose tablets and a bowl of cereal while using an ilet system with a dexcom g7 sensor; the highest continuous glucose reading was 250 mg/dl for approximately two hours, and no meter confirmation was performed. Symptoms included hyperglycemia without described clinical manifestations. Outcomes included no hospitalization or medical intervention beyond self-management education. Investigation included complaint intake review, device-use assessment, and user education on hypoglycemia treatment and prevention of rebound hyperglycemia. Investigation of this case revealed user-related overtreatment of hypoglycemia as the precipitating factor for the high glucose, with no report of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management and not a device malfunction.

Manufacturer narrative:
Initial.